Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system functioned as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735736, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that when the system powered on, there was a localizer not connected message on the screen. The site rebooted the system and then had issues with registration. The surgeon was only able to get a registration metric around 2.5 and stated that it was off, but acceptable for surgery. There was a 15 minute delay to the procedure and no impact to patient outcome.